Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assemblies. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 40 due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and a pump error alarm. The blood glucose level was 148 mg/dl at the time of incident. Customer did report pump error prior to open book image. The customer was unable to clear the alarms. Customer did report pump error prior to open book image on the screen. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.